Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned. The introducer od was measured using a keyence scope introducer od - was measured to be 0.178 inches, specification has the od to be 0.179 + 0.003 / - 0.002 inches reason for the return was confirmed for damage/cracks. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic received additional information that the customer pulled off the hemostatic cap. Medtronic received additional information that alleged issue appears to have been an operator error. Medtronic received additional information that the customer was trying to insert the introducer without the hemostatic cap on medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bio-medicus nextgen femoral arterial or jugularvenous cannula and kit was found to have a damaged connector and that the introducer was the wrong size for the cannula prior to use. Other devices in the same box/shipping container were not damaged. There was no damage to the packaging. The device was replaced to complete the case. No patient complications have been reported as a result of this event.